Event description:
Customer reportedly obtained results of 434mg/dl and 150mg/dl on the advantage system within 10 minutes. Customer took 2 units of insulin based on result of 150mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.